Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had blank display. The troubleshooting was performed and was advised to insert new aa battery and display returned after pump restart. The customer reported that the button stuck alarm and it was stuck on a button. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Also, no damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).